Event description:
Manufacture: medtronic model: 670g insulin pump (sn (B)(4)) with guardian sensor/transmitter (sn (B)(4)) I received the transmitter as a replacement product that was out of warranty. Initially the new transmitter would not link to the pump; this was resolved by tech support. The first sensor use failed after 3 days of use (supposed to last 7 days). The second sensor went into updating mode then failed after approximately 8 hours of use (sensor replaced by tech support). Before installing the third sensor I talked with tech support to confirm that both the pump and transmitter were working properly. Tech support ran all available diagnostic tests on the pump and transmitter; all tests passed and showed that the pump and transmitter were working properly. After installing a third sensor, it failed approximately 5 hours later (installed about noon; 4:55 sensor updating; alert before low 5:05 showing blood glucose of 134; alert on low 5:10 showing blood glucose of 64 (actual blood glucose was 210; (this is 228% error on a system that by design and FDA approval automatically makes insulin adjustments based on the measured blood glucose level). After another call to tech support they will be replacing both the sensor and transmitter. Please note that this is now the third generation of medtronic continuous glucose monitoring systems with exactly the same issues and lack of reliability (I used and discontinued the first generation about 12 years ago due to lack or reliability; I used and discontinued the second generation about 7 years ago due to lack of reliability; this third generation which controls insulin delivery is experiencing exactly the same lack of reliability as the last two generations of products from medtronic. I can be reached for additional information at: (B)(6). FDA safety report ID# (B)(4).